Event description:
A malfunction alarm was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy while technical support decided to replace the problematic pump.